Event description:
Customer reported that the adhesion barrier portion of the device delaminated during a hernia procedure. The device was removed and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 10/31/2008 delamination - the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.